Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A device replacement or battery status reevaluation was recommended to be done in 90 days. To date, this ICD remains in service. No adverse patient effects were reported.